Event description:
The customer reported that the device failed to discharge. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.